Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital for syncope. The right ventricular (rv) lead had alerted for high out of range impedance on the defibrillator coil. The lead remains in use. No further patient complications have been reported as a result of this event.